Manufacturer narrative:
The reported pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference number: 3008452825-2018-00024. During a mitraclip procedure, a pericardial effusion was noted. Transseptal puncture was attempted several times due to the patient's large right atrium and pacemaker cables. The mitraclip procedure was completed and the patient's systolic heart pressure dropped from 110 mmhg to 70 mmhg. The patient became unstable and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and a drainage system was left in place which stabilized the patient. There were no performance issues with any abbott devices.